Event description:
Customer reports a 2ml/hr infusor containing 4000mg of an unspecified drug in saline to a total volume of 92ml overinfused. Unit was sound empty after 24 hours of pt use. Report states pt experienced vomiting, light dehydration, and was rehospitalized as a result of overinfusion.

Event description:
Customer reports a 2ml/hr infusor containing 4000mg of an unspecified drug in saline to a total volume of 92ml overinfused. Unit was found empty after 24 hours of pt use. Report states pt experienced vomiting, light dehydration, and was rehospitalized as a result of overinfusion.